Event description:
A male patient called lifecor customer support to report tha this device would not turn on. He was trying on a sweater when an arrhythmia alarm started. He removed the sweater and held the response buttons appropriately, but then the monitor screen went blank and has not come on since. He went to the emergency room as a precaution and contacted support from there. Support requested that he remove the battery pack and place it back into the monitor, which he did. The screen did not come back on and the normal start up alarms did not sound. He did not have his second battery pack with him to try. A lifecor sales rep. Visited the patient in the emergency room and was able to download the information from the patient's monitor. The sales rep. Noticed a bent battery contact inside the monitor that prevented the battery from making a good connection. The sales rep. Replaced the patient's monitor and both batteries packs.